Event description:
It was reported that the customer experienced alarms and errors associated with her sensor. The customer stated that her blood glucose level was 310 mg/dl while her sensor read 65 mg/dl. She also received lost sensor alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.